Event description:
It was reported that during a gastrectomy procedure; for the jaw could not be opened even though the release button was pushed after the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.